Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the cartridge fill step as the syringe needle became blocked. There was no reported impact to blood glucose. The syringe needle was changed and cartridge fill step was completed.